Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead.

Event description:
A patient implanted for post-laminectomy pain reported they were having problems with back pain on and off starting in (B)(6) when it got really bad and it was also really bad today. The patient was scheduled to see their healthcare provider (hcp) on (B)(6) 2nd to address the back pain. It was further reported in the area where the implantable neurostimulator (ins) was in the stomach it felt like a wire was poking the patient¿s skin. It felt like having a ¿wood splinter,¿ which the patient felt every now and then. It was noted the patient hadn¿t been gaining weight, but losing weight if anything. On (B)(6) 2017 the consumer further reported via the manufacturer¿s representative (rep) they had the battery replaced two weeks prior, but they needed reprogramming to cover their lower back which hadn¿t been well covered for about the last six months. Reprogramming was performed giving the consumer full coverage of their painful areas resolving the issue. No interventions or outcome were reported regarding this event.